Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 22 years and 3 months post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve due to insufficiency.  The reason for the explant was not reported.  No adverse patient effects were reported.